Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that 23 other devices from lot 5036581 have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. Provided info states the pt dislocated in the recovery room after surgery. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation the need for corrective action is not indicated.

Event description:
The pt was dislocated in recovery room following surgery.